Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block e1: initial reporters facility name is (B)(6) university; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable investigation result of a balloon torn circumferential. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation found the balloon circumferentially torn. No other problems with the device were noted. The returned device revealed the balloon had a circumferential tear. It was reported that the balloon was pre-inflated before use in the patient; however, the IFU clearly states precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. Testing or pre-inflating the balloon previously can lead the balloon to lose its original shape causing resistance when inserting it into the scope and it can cause the circumferential tear found on the balloon. Therefore, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, water leaked during dilation. It was reported that the balloon had a hole. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated before use in the procedure. However, the customer reported that the balloon was pre-inflated before use in the patient. This event has been deemed a reportable event based on the investigation finding of a balloon circumferential tear. Please see block h11 for full investigation details.